Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event.

Event description:
It was reported that during the procedure, when the subject coil was unable to detach. It was pulled and it stretched. The physician attempted to remove the subject coil using a snare but it prematurely detached. However, it was successfully removed from the patient anatomy. During this event, the superior mesenteric artery was partially injured and an unknown stent graft was used as treatment. The physician completed the procedure successfully.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, when the subject coil was unable to detach. It was pulled and it stretched. The physician attempted to remove the subject coil using a snare but it prematurely detached. However, it was successfully removed from the patient anatomy. During this event, the superior mesenteric artery was partially injured and an unknown stent graft was used as treatment. The physician completed the procedure successfully.